Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 11 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approx 9 years post-implantation, a type I endoleak was evident (MFR report # 2953200-2011-01509). The physician elected to intervene approx 2 years ago by implanting a talent aortic cuff (MFR report # 2953200-2011-01510). Approx 1 month ago, another type I endoleak was noted, due to aortic neck dilatation and disease progression. The aneurysm is currently reported to be 6.6 mm in diameter. The physician has planned to intervene with an endurant cuff at a later date; however, the pt has liver metabolic issues that must be resolved prior to any intervention. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (aortic neck dilatation and disease progression).